Event description:
It was reported that during introduction for a stenting treatment procedure, the catheter was stuck on the guide wire. The intended location for treatment was the biliary duct. Following placement of a .035/150 cm non bsc guide wire a previously placed biliary tube was removed. During introduction, outside of the patient's body a 8x82x75mm epic stent delivery system (sds) was advanced along a .035/150 cm guide wire, the sds became stuck and was unable to advance and retract. The physician pulled the handle of the epic sds and the distal part of the stent was deployed. Continuous flush was maintained throughout the procedure and the physician managed to remove the epic sds. The procedure was completed with a 8 mm/72 mm epic stent. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: examination of the returned device revealed dried blood in wire lumen. The guidewire was protruding 8.5cm from the distal tip. Gently pulling on the guidewire, the guidewire was removed from the wire lumen. The stent was protruding 7mm out of the end of the distal sheath. There were bent stent struts. The inner diameter of the wire lumen was within specification. Functional testing was performed by loading the returned guidewire into the tip and completely advancing without encountering any unusual resistance. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the device was used while under endoscopy and the target lesion was from right hepatic duct to upper bile duct. The target lesion was mildly tortuous and the stricture was soft. Resistance was encountered between the mid to distal portion of the non bsc guide wire.

Manufacturer narrative:
(B)(4).